Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the transducer became unstable, and the image quality progressively deteriorated before the system stopped. The catheter was removed using physical force, and it was withdrawn together with the guidewire. The procedure was completed using the original device. There were no patient complications, and the patient was stable.